Event description:
It was reported that a breakage occurred on the 15mm connector on one (1) size 8 lpc, low pressure cuffed tracheostomy tube. The 8lpc device was in use since the fall of 1996. It was also reported that device usage includes interchanging inner cannulae from other device sets. The inner/outer cannulae are mfg as a matched set and are not inter-changeable. Cleaning practices were also reported as including the use of full strength h202, as well as soaking in chemical sterilizing solutions. Both of these practices are contradicted on the devices labeled instructions for use. There was one (1) pt involved with no reported pt compromise. Only the 15mm inner cannula was returned to the MFR for analysis and investigation.